Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
During start up of the device a head error appeared. The drive was disconnected from the console. After switching on the console the head error appeared again. (B)(4).

Event description:
Internal reference#: (B)(4). Support#: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The rotaflow drive was investigated by the manufacturer emtec with RMA# (B)(4): a defective optoelectronic coupler was found therefore the part was exchanged.system test performed according to the service protocol. The reason of the failure was a "hot plug" created by the customer when he disconnected the drive unit on the rotaflow console when main switch on position. The rotaflow console was also checked by a maquet field service with maquet service order# (B)(4): the defective control board was replaced. As a preventive action the battery was replaced and the 2-year was performed. System test performed according to the service protocol. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.